Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The customer¿s blood glucose value level at the time of incident was 287 mg/dl. The customer was declined to troubleshoot for high blood glucose. The customer was reported that the insulin pump had no delivery alarm and insulin was exited. Customer was also reported that cannula was bent of infusion set. The insulin pump will not be returned for analysis.